Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door wouldn't open after switched off, and the maintenance screen prompted. A field service engineer remotely guided the customer through reset the connections on the door boards. The system functioned as intended after the field service engineer guided to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.